Event description:
Patient presented to the clinic with complaints of intermittent pain near their left nipple. Micro-dislodgement was suspected, since x-ray shows that the lead appeared to be in the same position. An increased in threshold, decreased in sensing, and a drop in impedance were observed. As such, the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.